Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00650. The reported complaint was confirmed. The service repair technician (srt) observed the customer saw blade protector was bent. The srt replaced the blade protector and performed verification / release testing of the sternal saw. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the sternal saw blade protector was bent. There was no patient involvement.